Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on (B)(6) 2023 14:09:00.000 and on (B)(6)2023 14:19:00.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, broken battery tube threads, cracked case at the battery tube side, missing serial number label, pillowing keypad overlay, peeling keypad overlay, keypad overlay texture damage, stained keypad overlay, and cracked keypad overlay at the select button. Please see below for the pump errors/alarms noted 2 days prior to the event date 16-feb-2023 in the pump history file. On (B)(6) 2023 00:20:01.000 alarmalertnotification faultnumber = low battery alert (104) on (B)(6) 2023 03:29:00.000 alarmalertnotification faultnumber = change battery fault (73) on (B)(6) 2023 03:39:00.000 alarmalertnotification faultnumber = change battery fault (73) on (B)(6) 2023 04:00:00.000 alarmalertnotification faultnumber = off no power (11) on (B)(6) 2023 04:03:58.000 batteryremoved on (B)(6) 2023 04:03:58.000 alarmalertnotification faultnumber = battery removed (84) on (B)(6)2023 04:04:07.000 batteryinserted on (B)(6)2023 14:09:00.000 alarmalertnotification faultnumber = broken force sensor error (35) on (B)(6) 2023 14:09:35.000 batteryremoved on (B)(6)2023 14:09:35.000 alarmalertnotification faultnumber = battery removed (84) on (B)(6) 2023 14:10:15.000 batteryinserted on (B)(6)2023 14:10:15.000 alarmalertnotification faultnumber = failed batt test (58) on (B)(6) 2023 14:10:17.000 batteryremoved on (B)(6) 2023 14:10:17.000 alarmalertnotification faultnumber = battery removed (84) on (B)(6)2023 14:10:21.000 batteryinserted on (B)(6) 2023 14:10:21.000 alarmalertnotification faultnumber = failed batt test (58) on (B)(6) 2023 14:10:53.000 batteryremoved on (B)(6) 2023 14:10:53.000 alarmalertnotification faultnumber = battery removed (84) on (B)(6) 2023 14:19:00.000 alarmalertnotification faultnumber = broken force sensor error (35) the power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph due to corroded electronic assembly. Unable to test for low battery alert, change battery fault alert, off no power alarm and failed batt test alarm due to critical pump error (open book image) alarm. Pump error 35 fatal alarm confirmed in the history file. Low battery alert (104) unknown. Change battery fault (73) unknown. Off no power (11) unknown. Pump error 35 - broken force sensor error (35) confirmed. Failed batt test (58) unknown. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph due to corroded electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer discontinued using the insulin pump and will be returned for analysis.